Manufacturer narrative:
Ge healthcare has become aware of a potential safety issue where certain avance cs2, avance and amingo anesthesia devices can transition to a system malfunction state if the lower storage drawer containing the optional large tray insert accessory is closed with an abnormally high amount of force. Should the anesthesia device transition to a system malfunction state the device will perform in the following manner: ¿ - automatically activate alternate oxygen flow within a few seconds, - provide high priority audible and visible alarms, - provide on display instructions to set the oxygen (o2) flow and manually ventilate the patient, - continue to deliver anesthetic agent at the existing vaporizer setting. If the system malfunction is left unresolved, it could result in loss of patient ventilation potentially resulting in hypoxia. There have been no injuries reported as a result of this issue. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 11/02/2016. The field modification number is z-0755-2017. Date of device manufacture year is 2010. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit shut down when drawer was slammed shut. There was no report of patient involvement.